Event description:
A device report received from (B)(4) indicated a hospital in (B)(6) reported: patient with a a2 fracture of the right leg implanted on (B)(6), 2011 with blade and nail was noted to have blade migration from a post op x-ray in (B)(6) 2011. Patient complained of ache in hip joint in (B)(6) 2011. On (B)(6), 2011 patient had x-ray that confirmed trepanation of the femoral head (right femoral head fracture). The hardware has not been removed at this time. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.